Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 24. The button on the insulin pump was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed power failure alarm after battery installation due to damage traces at printed circuit board. Unable to download or perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify button keypad anomaly due to power failure alarm. Device received with minor scratched display window and case.